Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin centrifugal pump 5 (cp5). The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the drive unit of the sorin centrifugal pump 5 (cp5) did not start the pump during a procedure. The pump control and pump were switched out to proceed with the case. There was no report of patient injury. The customer reported that, following the procedure, the drive unit, control panel and revolution pump were all tested and worked correctly at this time. A sorin group field service representative was dispatched to the facility to investigate and was unable to reproduce the reported issue. The cp5 drive unit was used in the subsequent days without issue. No further problems have been reported. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the drive unit of the sorin centrifugal pump 5 (cp5) did not start the pump during a procedure. The pump control and pump were switched out to proceed with the case. There was no report of patient injury.